Event description:
It was reported that the bd 4mm pen needle was not functioning, and had the cannula break off. The following information was provided by the initial reporter: the most recent boxes of these needles have not been up to your usual quality . I thought it was just a fluke, but this box I am using now has had several needles that are defective and do not pierce the pen to allow the insulin to flow. Upon examination the needles were either bent all the way over, or not present at all on the end that attaches to pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. The complaint is unconfirmed as no photo / samples of the reported batch were received. Therefore, root cause could not be determined. The complaint will be re-opened and re-investigated if the photo / sample is returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.